Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of light-headedness. Interrogation revealed that the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5 - should include ventricular ectopy complaint h6 should include arrhythmia.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of light-headedness and ventricular ectopy. Interrogation revealed that the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was capped and replaced on (B)(6) 2021. The patient was stable.